Event description:
It was learned the surgical valve was explanted due to prophylactic reasons (another pathology). No issue with the surgical valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device status and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 29mm 11500a implanted in 2022, surgeons wants to explant and implanted 11060a valved conduit due to unknown reasons. It was reported valve is okay. No additional information was provided.